Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found "the ins had no telemetry and no output when it was received for analysis. Telemetry was restored after 1 full physician mode recharge and a normal recharge. Due to damage to the ins battery from the overdischarge condition, it took longer than normal to charge the battery. According to the trace report taken from the ins, the battery was charged to 3.850 volts on (B)(4) 2011. The battery depleted to the ¿therapy unavailable¿ state on (B)(4) 2011 and subsequently went to an overdischarged state. Only two other recharges were recorded as being done in the field prior to being recharged in the analysis lab. These two recharges were not long enough to bring the battery out of the ¿therapy unavailable¿state. According to the trace report, two overdischarges had occurred."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced stimulation near the implant site on the morning of report, thought it was noted ¿the patient was not sure that the sensation had anything to do with the neurostimulator.¿ it was further reported the patient¿s ¿stimulation was off and could not be switched on¿ at that time. The patient then tried to interrogate their implantable neurostimulator (ins) with their patient programmer (pp) and to recharge the ins with their recharger without success. The pp was reported to have shown there was ¿no coupling.¿ interrogation with the pp displayed the message ¿por (power on reset) occurred, recharging needed¿ while a physician programmer could not establish a connection. It was reported the patient had last recharged three days prior to report. A physician mode recharge (pmr) was then performed and followed by four hours of recharging that ¿did not result in any success.¿ it was stated the ins remained unable to be interrogated with a patient or physician programmer despite charging with 7 coupling bars. The patient¿s ins was reported to have been depleted at the time of report. It was noted the patient had ¿undergone a MRI in approximately (B)(6) 2014,¿ however there was no indication this was related to the reported event. For the six days following the initial report it was not possible to recharge the ins and the patient ¿had no stimulation¿ as a result. Six days after initial report the patient¿s ins was replaced and it was noted the device ¿was not flipped and not too deeply implanted.¿ the patient was reportedly ¿satisfied¿ with the replacement ins. A supplemental report will be filed if additional information is received.